Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle. The device memory displayed drive motor error codes. During functional evaluation, the handle tested satisfactorily. The observed error codes were most likely caused by an internal break in connection on the bldc (brushless direct current) board. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, the battery was loaded into the device handle four lights came on. The handle then illuminated blue lights. Another adapter was loaded, however, the lights remained blue. Another handle was tried with the same battery and the lights were still blue. There was no patient injury/hazard. There was no user involvement or user injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.